Manufacturer narrative:
Continued e1: alternate fax number: (B)(6). Continued e1: alternate email addresses: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "[patient] came to our office saying [they] had felt [their] right side implant deflate while on an airplane". Later, healthcare professional reported "capsular contracture baker grade iii" . This record is for the right side. Device was explanted.